Event description:
Report received of an under-delivery during routine preventative maintenance testing. There were no reports of any problems while the pump was in use with pts. Using a bag of IV solution and new tubing, the pump was set in the continuous mode to deliver 50ml at 200ml/hour. At the end of the infusion, the pump display read that 50ml had delivered, but only 44ml had delivered into the graduated cylinder. There was no pt involvement.